Event description:
It was reported that the patient had itp (intrathecal pump) revision in (B)(6) 2013. No further information related to the revision was provided. Additional information has been requested, but was not available as of the date of this report. It was noted the patient was receiving ¿spasticity (itb ¿intrathecal baclofen)¿ therapy.

Manufacturer narrative:
Concomitant products: product ID: 8784 , serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).